Manufacturer narrative:
Based on the claim against the product by the customer noting that there were repeated arm 2 errors, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was placed on an in-house system and error 32097 was replicated. The error was confirmed in remotefe as well, along with other errors. The clockspring fiber cable will be replaced as a fix. The complaint regarding repeated arm 2 errors was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi reviewed the site¿s complaint history, which shows this complaint is related to patient identifier (B)(6). The probable root cause is attributed to component failure. This complaint is being classified as a reportable event due to the following conclusion: an intuitive field service engineer (fse) confirmed the customer's reported complaint that occurred during the surgical procedure and replaced a universal surgical manipulator (usm) to bring the system to an acceptable state.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that repeated errors against arm 2 occurred. The system logs confirmed multiple reoccurrences of iloop errors against the arm 2 axes controller motor (acm). The intuitive tech support engineer (tse) advised the caller that the error would likely continue to reoccur until the system is repaired. The procedure was completed with no reports of patient injury. Isi followed up with the site and obtained the following additional information: the customer confirmed that they were able to recover from the fault by pressing the recover button. It was clarified that the arm wasn't on any tissue or anything when the issue occurred. The arm would only fault when it was not in use almost like "when a phone screen locks after it hasn't been in use for a while." They would just recover from the fault when it was time to use the arm and proceed with the procedure. There was no patient injury due to the issue. The procedure was completed robotically as planned. After the field service engineer (fse) came to replace the arm they haven't had any issues. No images or patient demographics available.